Event description:
On 5/13/00 moderate growth staph aureus, no resistance to any antibiotics. Pt had microscopic bilateral lumbar laminectomy l3-4, l4-5 with foraminotomies and diskeotomy l3-4 bilaterally, under general anesthsia with product.